Manufacturer narrative:
Additional contact:direct: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette the pump exhibited a no disposable, pump won't run" alarm. Unresolved after multiple troubleshooting attempts. Air bubbles noted. Green flow stop noted. Per reporter the rate was 2.2 ml, residual volume 63.1 ml, and 36.95 ml was given. No adverse patient effects were reported. Per reporter no additional information is available at this time.